Manufacturer narrative:
The user received a sensor replacement on 17 may 2024, day 28 after insertion. The sensor 421770 was tested in-house, and testing did not reveal any issues with the sensor. The user did not sync their data, so there is dms data available for further analysis. Per the case notes, in an associated complaint (MFR # 3009862700-2024-00757), the user also mentioned an infection at the insertion site. This infection would have likely contributed to impacting sensor performance and triggering early sensor retirement. Infection at the insertion site is a known and anticipated potential adverse effect which does not require further investigation. No additional investigation is required for this complaint. B4. Date of this report is updated to 14 august 2024. G3. Date received by manufacturer is updated to 05 august 2024. H3. Device evaluated by manufacturer? Yes.. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 17th may 2024,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.